Event description:
It was reported that the burr became stuck between two lesions. The target vessel was the 95% stenosed, severely calcified and severely tortuous left circumflex (lcx) coronary artery. Two lesions were identified in the artery. The first lesion was focal and located proximal, the second lesion was diffuse after om bifurcation. A week ago, the physician tried the second lesion with a nc balloon but without success. A 1.25mm rotalink plus system was selected for a percutaneous transluminal coronary angioplasty with rotational atherectomy treatment procedure. After a rotawire was positioned, the rotalink system was then loaded on it. Upon reaching the first lesion, it was noted that resistance was encountered. The physician performed ablation at 10 second intervals until it finally crossed the first lesion. He waited 30 seconds before he moved the advancer forward on the rotawire. At 1cm to the second lesion, ablation was again performed 3 times at 15 second intervals with 30 seconds between ablations. However, the system never passed through this lesion. The physician then decided to retire the system. After pulling the system back 0.5cm, it was noted that the burr became stuck between the two lesions. The physician pulled the advancer back; however, the burr moved back and blocked the first lesion. Additional intervention was required to remove the burr. The burr catheter sheath was removed to gain space inside the guide catheter. The physician changed the introducer sheath and guide catheter from 6f to 8f and introduced a second guidewire(non-bsc). He then advanced a 1.2mm nc balloon, only reaching the lesion but not the burr. A guideliner 6f extension catheter was also used but still was unable to reach the burr. The balloon was inflated to dilate the vessel while the burr was being pulled back but without success. The burr was then surgically removed. The procedure was not completed due to this event. No further patient complications were reported and the patient's condition is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).